Event description:
It was reported that prior to an unknown procedure, the tip of the instrument was found to be bent. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: please clarify what part of the device was bent? Was the cartridge bent? Was the anvil part of the device bent?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify what part of the device was bent? Was the cartridge bent? Was the anvil part of the device bent? We are unable to provide the feedback for the query below, but I have responded on 11 dec that the product will be reaching to your end soon so that you can perform thorough investigation. The analysis found that one pce45a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no damage on anvil or jaw was noted during visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.